Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 545 mg/dl, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection.